Event description:
Patient presented to the emergency department with wound dehiscence at the chest incision site after hitting a dresser. The patient was given adhesive bandages and antibiotics.

Event description:
Patient presented back to the physician with pain and an infection at the chest incision site. Physician brought the patient into the operating room and removed the entire inspire system.